Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the scratches (sharp dents) observed on the ultrasonic probe were likely caused by physical stress / external forces being applied. Since the subject device was manufactured more than 7 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage for 'preparation and inspection': "inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities.". Per the legal manufacturer, the other issues identified in the initial report (scrape marks in the channel, broken elements, and peeling cement) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found at the tip of the biopsy channel. The body¿s probe unit contained sharp dents. There were visible scrape marks when inserting the boroscope through the channel. The image contained two broken elements and the objective lens had peeling cement. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a leak coming from the tip of the scope on a gastrovideoscope. The issue occurred during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.